Event description:
On (B)(6) 2012, covidien (B)(6) reports: a (B)(6) female pt, rec'd 30 ml of optiject 350 (ioversol) by IV route, via automatic injector to perform a computerized tomogram of thorax, abdomen and pelvis, on (B)(6) 2012. During optiject injection, she experienced a mild extravasation (between 11 and 30 ml with edema and pain at injection site (elbow line)). The final outcome was unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.